Event description:
Right-biopsy-"cat scan showed as a lump but actually it was from the fold of the implant." Follow up findings: biopsy performed. Lump related to implant fold. It cannot be determined if the event is product related. Inamed's approach to compliance is to resolve all doubt in favor of reporting.